Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during fill tubing and motor error during basal delivery. The customer¿s blood glucose level was 200mg/dl. The customer stated that the drive support cap was normal and they were able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device alarmed motor error during basic occlusion test due to faulty fsr. Unable to perform basic occlusion test, occlusion, prime or compromised force sensor system and excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. However, the device passed rewind test and displacement test. Motor passed motor test.